Manufacturer narrative:
Based on the claim against the product by the customer noting the tip was coming off the end of the suction irrigator, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and the customer reported complaint of the tip coming off was confirmed. Failure analysis found the primary finding of dislodged snake wrist to be related to the customer reported complaint. It was observed that the snake wrist was dislodged from its normal position.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted cholecystectomy surgical procedure, the tip was coming off the end of the suction irrigator. The procedure was completed with no reported injury.